Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2015-n-2781-0516) on 14-aug-2015. The most recent information was received on 29-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 31-year-old female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("had zero sex-drive"), abdominal distension ("bloating"), feeling abnormal ("brain fog") and androgen deficiency ("testosterone deficient"). The patient was treated with surgery (almost 3 weeks removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, loss of libido, abdominal distension, feeling abnormal and androgen deficiency outcome was unknown. The reporter considered abdominal distension, androgen deficiency, feeling abnormal, loss of libido and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following one were reported via social media: androgen deficency quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 14-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("had zero sex-drive"), abdominal distension ("bloating"), feeling abnormal ("brain fog") and androgen deficiency ("testosterone deficient"). The patient was treated with surgery (almost 3 weeks removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, loss of libido, abdominal distension, feeling abnormal and androgen deficiency outcome was unknown. The reporter considered abdominal distension, androgen deficiency, feeling abnormal, loss of libido and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following one were reported via social media: androgen deficiency. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case was upgraded to serious incident from non serious incident. Event testosterone deficient and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.